Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg did not communicate with external device following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was able to resolve the issue.